Manufacturer narrative:
Image review: the images capture the heavily calcified and tight lm lesion as reported by the account. Pre-dilation of the lesion site is evident with an unidentified balloon. The attempted delivery of the resolute onyx 5.0 x 18mm stent is visible from the images. An image captures the dislodged stent in the vessel. The images however do not capture the dislodgement of the stent and the subsequent removal of the delivery system. Unidentified balloons are then used to pass through the stent and deploy the stent. Another stent is delivered distal to the dislodged stent and deployed overlapping.

Manufacturer narrative:
Product analysis: the stent was not present on the balloon and did not return for analysis crimp impressions were visible on the exposed balloon surface. The distal shaft was kinked 7.4cm and 14.3cm distal to the guidewire entry port. There was deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a heavily calcified, very tight lm lesion. The device was removed from the hoop and no issues were noted when loading the stent onto the non medtronic guide wire. The lesion was pre-dilated with a 2.5mm balloon, it was crossed with a microcatheter to help canulating the circumflex. Then it was crossed with an ivus catheter to well beyond the stenosis. The inflation device was never put on negative pressure during stent deployment. The resolute onyx did not pass through any previously deployed stents. There was resistance encountered when trying to cross the lesion. Some force was used but this was not excessive. It is reported that a stent dislodgement occurred during withdrawal of the device in the vessel. The stent was not removed. A 1.5 mm balloon was passed into the stent <(>&<)> inflated. Incremental balloon sizes were used until it was dilated to the vessel size (4 mm). A second overlapping stent was then deployed <(>&<)> the overlap dilated to 4.5 mm. The operator commented that the event was related to the nature of the calcified lm lesion. The patient is reported to be fine. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.